Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of backup and unable to interrogate was confirmed in the laboratory. The cause of the anomaly was found to be due to faulty battery. An anomaly inside the battery caused the battery voltage during interrogation to fall below the minimum level needed to sustain communication with the programmer.

Event description:
It was reported a fsm state error message presented during a device interrogation, followed by loss of telemetry. The device exhibited backup operation and was unable to interrogate. The device was explanted and replaced.